Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00510, 3005168196-2019-00511.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system jet7 reperfusion catheter (jet7) and a velocity delivery microcatheter (velocity). During the procedure, the physician was unable to reach the occlusion using the jet7 and 3maxc due to tortuous anatomy; therefore, the 3maxc was removed. The physician then attempted to advance the velocity and the same jet7 to the target vessel, but the same issue occurred. Therefore, the jet7 and velocity were removed and the procedure was aborted due to inability to reach the target vessel. There was no report of an adverse effect to the patient.